Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of premature battery depletion could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.